Manufacturer narrative:
Pending evaluation.

Event description:
As reported, approximately 10 years postop the initial implant, this (B)(6) y/o female patient presented with slight hip pain. A revision was completed with implanting a larger size head with liner. Patient was last known to be in stable condition following the event. Devices not retuning due to facility policy.

Manufacturer narrative:
The evaluation noted that the revision reported based upon review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.